Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose levels of 550 mg/dl. The customer was treated high with syringe. Customer's blood glucose value was 550 mg/dl. The customer's father reported that insulin pump had no delivery alarm. Troubleshoot was performed. Customer's father was assisted in performing a 5.0 unit fixed prime and customer's father stated the insulin exited. The insulin pump will not be returned for analysis.